Event description:
Report rec'd via annual device tracking report that pt developed a pocket infection approx 2 weeks post-implant which led to meningitis. The device was explanted. No further info on this pt is available. A follow-up letter will be sent to the hlth care provider for further info about the reported infection.

Manufacturer narrative:
9/21/1998: h10 - additional info received from health care provider indicates that pt's cultures revealed rare staph, coagulase negative. The pt was successfully treated with antibiotics, and the physician plans to re-implant the pt sometime this fiall.